Event description:
It was reported that during follow-up, a loss of left ventricular capture was observed. Fluoroscopic imaging revealed that the lead had dislodged. The elected to reposition the lead but due to the patients anatomy it was difficult to do so. The lead was explanted and replaced. The patient was in good condition during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).